Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the reported event is likely due to a damage on scope connector. However, a root cause could not be identified. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.